Event description:
Information received by medtronic indicated that the customer received an error in the motor was detected by reading an unexpected value from hall sensor(pump error 43) and the hrm task did not grant motor power in a reasonable time(pump error 82). The customer also reported a silicone case was worn. Troubleshooting was performed and found that the pump was not exposed to a high magnetic environment. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self and displacement test. The error table indicates the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 82 was found in the history file on 06/16/2023 at 20:00:00.000. Verified the pump alarmed pump error 43 in pump downloaded history on 04/26/2023 at 09:47:00.000 and pump error 41 on 04/26/2023 at 09:47:00.000 due to moisture damage on the motor. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and stained keypad overlay. Pump error 82 was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file first date/time entry in detail trace being on 11/09/2023 at 11:18:36.000, problem isolated to the electronic assemblies. Pump error 43 and pump error 41 were confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.